Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the info was not provided or is unk. S4s/sur-fit natura 2pc-2pc durahesive (dh) skin barrier w/ hydrocolloid flexible collar w/ white hydrocolloid flexible collar and mold-to-fit opening. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Patient reported signs of circumferential redness ot the peristomal skin under the mass, and extended outward beyond her stoma. End-user also reported signs of itching and redness under the adhesive tape collar of the skin barrier. End-user explained skin was washed and applied adhesive powder to site. Skin remained moist and red. As a result patient was educated on the crusting method, cleansing the peristomal skin with water and mild soap without lotions; moisturizers or creams. Instructed if area does not improve or have additional questions to contact convatec for additional instruction. Recommendations were made to use skin barrier, an adhesive remover and protective barrier wipes to the peristomal skin. The end user subsequent outcome was not reported.